Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life. Date of event is estimated.

Event description:
It was reported that the patents ipg had reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.